Event description:
It was reported, the patient experienced ¿new low back pain.¿ it was stated, the patient ¿felt a surge of low back pain¿ after he ¿bent over at the waist¿ the weekend prior to report. It was noted, the patient had visited the emergency room for his condition twice, two days prior to report. The patient¿s health care provider reported the ¿stimulator was covering the painful area, but not helping the pain¿ at the time of report. No troubleshooting of the device had been performed at the time of report. It was noted, the patient was ¿alive ¿ with injury.¿ additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3550-39, lot# n334551, implanted: 2012 (B)(6); product type accessory product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).